Event description:
Event description guidant received information that this pacemaker, which was in service for 17 months, had reached elective replacement time (ert). Additionally, it was reported that the device was unable to be interrogated and was not pacing. The device was later explanted, replaced and returned for analysis.